Event description:
Complainant alleged that the medic was preparing to defibrillate a pt who had coded, but the medic was unable to adjust the desired joule settings on the device paddles, and the device displayed a "defib fault 72" message on the screen. The medic then obtained another device to defibrillate the pt.